Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination.

Event description:
The user facility reported that there was a kink in the sheath. The following information was provided by the user facility: when the locator/insertion sheath assembly was inserted into the artery, the part where an alphabet "g" was written kinked. The device was replaced by another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved. Since the patient was on dialysis, there was calcification in the puncture site. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm and the size of the sheath ancillary used was 6 fr. It was reported that there was no health damage to the patient.